Event description:
The customer's mother reported that the customer received low readings on their freestyle cozmonitor. Due to the low readings, the customer did not receive the appropriate amount of insulin. As a result, the customer lost consciousness and was incoherent, breathing heavily and went into coma. The paramedics were called and transported the customer to a health care facility. The customer was admitted to the intensive care unit and according to the customer's mother, the customer's blood glucose level was over 730 mg/dl. In addition, the customer's mother reported the customer received a laboratory reading of 166 mg/dl compared to reading of 65 mg/dl on an unknown meter. It is unknown when these readings were taken and if they were related to the medical event. No additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Attempts have been made to obtain additional information regarding the medical event.